Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unavailable. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific on (B)(6) 2019 that spaceoar was implanted during a spaceoar placement procedure in the perirectal space performed on (B)(6) 2018. Reportedly, the patient complained of pain during insertion of the ultrasound probe. The physician noted no blood and the pain dissipated upon removal of the probe. There were no other issues during the placement procedure. Magnetic resonance imaging (MRI) was performed one week after implantation and showed a significant amount of indenting on the rectal wall. The patient underwent radiation treatment (B)(6) 2018 through (B)(6) 2018. Additional high dose rate (hdr) brachytherapy began (B)(6) 2018. According to the physician, the patient's external beam radiation and hdr boost proceeded without incident, the hdr dose to the rectum was minimal, and it was unlikely that the rectal wall was penetrated during brachytherapy. According to the complainant, on (B)(6) 2019, during an unscheduled visit, the patient presented with rectal pain and complained of rectal bleeding. The patient was referred to a proctologist due to their rectal pain and on (B)(6) 2019, a sigmoidoscopy was performed which found a possible fistula. On (B)(6) 2019, an MRI was done, confirming the diagnosis of a small fistula. The patient's fistula has not yet been treated. The patient's pain was treated with oral antibiotics. Additionally, two prescriptions for pain medication taken over the course of treatment were refilled. On (B)(6) 2019, the patient met with a general surgeon to discuss treatment options for the fistula. On (B)(6) 2019, it was reported that the patient was going to see a gastrointestinal physician the next day. As of (B)(6) 2019, the physician is determining a treatment plan. No further patient complications have been reported.